Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date unk, inratio 6.0, ref 10.0, mean 8.0, confidence limits - na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l investigation is required. Customer did not provide exact values, technique info or time between tests. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Unable to perform retained strip test due to unk strip lot number on the event details. No product associated with the complaint was expected to be returned. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. However, inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. No strip lot info was available. No product was expected to be returned. Info of pt's condition and medication/customer's operational technique were not available. Root cause could not be determined. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the meter compared to the lab. Results as follows: date unk, inratio 6.0, lab 10.0. These were approximate. Caller did not know the time between the tests, the date of the tests, the technique of the operator, or any pt info.